Event description:
It has been reported to co that this device failed to pace or sense. Reportedly the prongs were bent. It is unk whether this event occurred prior to or during the procedure. Attempts to gain further info was unsuccessful. The device is being returned to the co for evaluation.